Event description:
It was reported that the patient had an infection at the back area and fluid discharge was noted. The physician believed that the infection was not device or procedure related, and rather due to wound closure. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) /(B)(6). Batch: 7149954/7152377.